Event description:
A purchase was made of the approximately 101 arro model number 171 beds in 2004. The beds have what we believe is a grounding issue. The ground wire from power cord is routed though a threaded pin/nut arrangement into a control module through a spring wire retaining clip. This clip is soldered to the main printed circuit board found in the control module, the trace of which loops around the printed circuit board and exits the module via a soldered green wire, which is then secured to one of the bed frame chassis structural members. As a result of normal operation, vibration occurs. It has been observed that this may result in a loosening of the threaded pin/nut arrangement and spring wire retaining clip securing the ground. This has been observed to increase the ground resistance, exceeding the nfpa limits. Additionally, there exists the potential for the 110 volt line cord to be pinched in the scissoring mechanism of the bed during operation. This could cause the frame to breech the line cord insulation, resulting in a short to frame. The mechanism for this observationally appears to be due to, -1- length of the line cord allowing excessive drape to occur in the scissoring mechanism and/or, -2- external objects impeding line cord movement during operation preventing the scissoring mechanism from shifting the line cord out of the way. The combination of the simultaneous occurrence of increase ground resistance and a short to frame could result in an energized bed frame. We have observed one instance of a damaged line cord resulting in a shortage to frame and several instances of increased ground resistance due to a loosening of the pin/nut arrangement spring wire retaining clip. Subsequently, four add'l arro 171 beds were purchased in 01/06. These beds have been modified by the MFR to repair the grounding issue. The ground wire on the newer version of the arro 171 beds protrudes from the power cord, which is then connected to the control module. The ground wire is connected directly to the bed chassis. Upon request photographs can be sent to further document our findings as well as serial numbers of affected units involved.